Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported that the insulin pump has a broken reservoir lip. Blood glucose value was unknown at the time of the incident. The customer was advised the insulin pump will need to be replaced and revert to a back-up plan per health care provider's instruction. The insulin pump has been returned for analysis.